Event description:
The sheath kinked. The iab was not used. A second iab was inserted into the pt. The insertion kit items were not returned to datascope for eval. They were discarded by the facility. (Event complications: unknown -reported 7/15/98. (Pt's current status: unk - rpt'd 7/15/98.)